Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, a longer abutment was placed and skin revision was performed under a general anaesthetic on (B)(6) 2018.